Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migration of essure device location of device: upper abdomen") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal infection ("infections / infection (bladder/ urinary tract/vaginal) type: vaginitis"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - left). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal infection, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain was resolving. The reporter considered device dislocation, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: removal procedure details: essure visualized within left fallopian tube and removed, no essure visualized in right fallopian tube which was patent. The essure device was successfully removed from the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: left coild in place; right coil not visualized. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, vaginal infection, menorrhagia, vaginal haemorrage, device dislocation. Most recent follow-up information incorporated above includes: on 30-apr-2018: pfs and mr received . Events added (vaginal bleeding, menorrhagia). Previous event infection updated to vaginitis. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migration of essure device location of device: upper abdomen / migration of essure device - location of device:,still have one essure inside.") In a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". Concomitant products included bupropion from 18-sep-2014 to 19-jun-2015, etodolac from 18-sep-2014 to 16-feb-2015, ibuprofen from 22-aug-2013 to 24-jul-2014, naproxen from 8-aug-2014 to 16-feb-2015 and paracetamol (acetaminophen) since 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 1 year after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2009, the patient experienced vaginal infection ("infections / infection (bladder/ urinary tract/vaginal) type: vaginitis / infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced dysuria ("bladder or urinary problems or changes- dysuria"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal area pain") and back pain ("lower back area pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - left,). At the time of the report, the device dislocation, vaginal infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, dysuria, abdominal pain and back pain outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: removal procedure details: essure visualized within left fallopian tube and removed, no essure visualized in right fallopian tube which was patent. The essure device was successfully removed from the left fallopian tube. Still have one essure coil inside that cannot be found within the fallopian tube, plaintiff is planning for remaining essure device removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: left coild in place; right coil not visualized . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, vaginal infection, menorrhagia, vaginal haemorrage and device dislocation. Most recent follow-up information incorporated above includes: on 1-nov-2018: plaintiff fact sheet received. Events added from pfs- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bladder or urinary problems or changes dysuria, abdominal area pain, lower back area pain, did not undergo confirmation test. Onset date of event pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, depression were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: upper abdomen / migration of essure device - location of device: still have one essure inside') in a 31-year-old female patient who had essure (batch no. 624843) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". Concomitant products included bupropion from 18-sep-2014 to 19-jun-2015, etodolac from 18-sep-2014 to 16-feb-2015, ibuprofen from 22-aug-2013 to 24-jul-2014, naproxen from 8-aug-2014 to 16-feb-2015 and paracetamol (acetaminophen) since 2008. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain / chronic pelvic pain / pain"), 1 year after insertion of essure. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and heavy menstrual bleeding ("bleeding / menorrhagia"). On (B)(6) 2009, the patient experienced vulvovaginal candidiasis ("infections / infection type: vaginitis / infection type: vaginal / candidal vaginosis"). On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced dysuria ("dysuria"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced urinary tract infection ("uti"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal area pain"), back pain ("lower back area pain"), complication of device removal ("post removal complications - recs pending") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - left). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, urinary tract infection, pelvic pain, vulvovaginal candidiasis, heavy menstrual bleeding, abdominal pain and vaginal discharge had resolved and the menstrual disorder, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia, dysuria, back pain and complication of device removal outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, complication of device removal, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, heavy menstrual bleeding, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: she was 30-years-old when the essure was inserted. Removal procedure details: essure visualized within left fallopian tube and removed, no essure visualized in right fallopian tube which was patent. The essure device was successfully removed from the left fallopian tube. Still have one essure coil inside (recs pending) that cannot be found within the fallopian tube. The plaintiff is planning for remaining essure device removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: left coild in place; right coil not visualized. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, vaginal infection, menorrhagia, vaginal haemorrage and device dislocation. Lot number: 624843, manufacture date: 2007-07, expiration date: 2009-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: upper abdomen / migration of essure device - location of device: still have one essure inside') in a 31-year-old female patient who had essure (batch no. 624843) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". Concomitant products included bupropion from (B)(6)2014 to (B)(6)2015, etodolac from (B)(6)2014 to (B)(6)2015, ibuprofen from (B)(6)2013 to (B)(6)2014, naproxen from (B)(6)2014 to (B)(6)2015 and paracetamol (acetaminophen) since 2008. On (B)(6)2007, the patient had essure inserted. On (B)(6)2009, the patient experienced pelvic pain ("severe pelvic pain / chronic pelvic pain / pain"), 1 year after insertion of essure. On (B)(6)2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("bleeding / menorrhagia"). On (B)(6)2009, the patient experienced vulvovaginal candidiasis ("infections / infection type: vaginitis / infection type: vaginal / candidal vaginosis"). On (B)(6)2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2012, the patient experienced dysuria ("dysuria"). On (B)(6)2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced urinary tract infection ("uti"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal area pain"), back pain ("lower back area pain"), complication of device removal ("post removal complications - recs pending") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - left). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, urinary tract infection, pelvic pain, vulvovaginal candidiasis, menorrhagia, abdominal pain and vaginal discharge had resolved and the menstrual disorder, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia, dysuria, back pain and complication of device removal outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, complication of device removal, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: she was 30-years-old when the essure was inserted. Removal procedure details: essure visualized within left fallopian tube and removed, no essure visualized in right fallopian tube which was patent. The essure device was successfully removed from the left fallopian tube. Still have one essure coil inside (recs pending) that cannot be found within the fallopian tube. The plaintiff is planning for remaining essure device removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: left cold in place; right coil not visualized. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, vaginal infection, menorrhagia, vaginal haemorrhage and device dislocation. Lot number: 624843 manufacture date: 2007-07 expiration date: 2009-06. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jun-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: upper abdomen / migration of essure device - location of device: still have one essure inside') in a 31-year-old female patient who had essure (batch no. 624843) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". Concomitant products included bupropion from (B)(6) 2014 to (B)(6) 2015, etodolac from (B)(6) 2014 to (B)(6) 2015, ibuprofen from (B)(6) 2013 to (B)(6) 2014, naproxen from (B)(6) 2014 to (B)(6) 2015 and paracetamol (acetaminophen) since 2008. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain / chronic pelvic pain / pain"), 1 year after insertion of essure. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("bleeding / menorrhagia"). On (B)(6) 2009, the patient experienced vulvovaginal candidiasis ("infections / infection type: vaginitis / infection type: vaginal / candidal vaginosis"). On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced dysuria ("dysuria"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced urinary tract infection ("uti"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal area pain"), back pain ("lower back area pain"), complication of device removal ("post removal complications - recs pending") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - left). At the time of the report, the device dislocation, urinary tract infection, pelvic pain, vulvovaginal candidiasis, menorrhagia, abdominal pain and vaginal discharge had resolved and the menstrual disorder, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia, dysuria, back pain and complication of device removal outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, complication of device removal, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: she was 30-years-old when the essure was inserted. Removal procedure details: essure visualized within left fallopian tube and removed, no essure visualized in right fallopian tube which was patent. The essure device was successfully removed from the left fallopian tube. Still have one essure coil inside (recs pending) that cannot be found within the fallopian tube. The plaintiff is planning for remaining essure device removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: left coild in place; right coil not visualized. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, vaginal infection, menorrhagia, vaginal haemorrage and device dislocation. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: upper abdomen / migration of essure device - location of device: still have one essure inside') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test." Concomitant products included bupropion from (B)(6) 2014 to (B)(6) 2015, etodolac from (B)(6) 2014 to (B)(6) 2015, ibuprofen from (B)(6) 2013 to (B)(6) 2014, naproxen from (B)(6) 2014 to (B)(6) 2015 and paracetamol (acetaminophen) since 2008. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain / chronic pelvic pain / pain"), 1 year after insertion of essure. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("bleeding / menorrhagia"). On (B)(6) 2009, the patient experienced vulvovaginal candidiasis ("infections / infection type: vaginitis / infection type: vaginal / candidal vaginosis"). On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced dysuria ("dysuria"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced urinary tract infection ("uti"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal area pain"), back pain ("lower back area pain"), complication of device removal ("post removal complications - recs pending") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - left). At the time of the report, the device dislocation, urinary tract infection, pelvic pain, vulvovaginal candidiasis, menorrhagia, abdominal pain and vaginal discharge had resolved and the menstrual disorder, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia, dysuria, back pain and complication of device removal outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, complication of device removal, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: she was 30-years-old when the essure was inserted. Removal procedure details: essure visualized within left fallopian tube and removed, no essure visualized in right fallopian tube which was patent. The essure device was successfully removed from the left fallopian tube. Still have one essure coil inside (recs pending) that cannot be found within the fallopian tube. The plaintiff is planning for remaining essure device removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: left coild in place; right coil not visualized. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, vaginal infection, menorrhagia, vaginal haemorrage and device dislocation. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : date implanted and date explanted for essure were updated. Events uti, vaginal discharge and contraceptive device removal incomplete were added. Furthermore, the event vaginitis was updated with new information and recoded to candida vaginal. Outcome of the events pelvic pain, abdominal pain, menorrhagia, migration, uti, candida vaginosis and vaginal discharge updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / migration of essure device location of device: upper abdomen") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen) since 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal infection ("infections / infection (bladder/ urinary tract/vaginal) type: vaginitis"). In 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - left). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: removal procedure details: essure visualized within left fallopian tube and removed, no essure visualized in right fallopian tube which was patent. The essure device was successfully removed from the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: left coild in place; right coil not visualized. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, vaginal infection, menorrhagia, vaginal haemorrage, device dislocation. Most recent follow-up information incorporated above includes: on 25-jul-2018: new pfs received- new event psychological or psychiatric problems condition: depression and mental anguish were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.